Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and an obturator sling was implanted. The pt experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.